Manufacturer narrative:
In addition to the foreign material/dirt, service also confirmed that due to the cut of the forceps elevator wire (k-wire), the forceps raising angle did not meet specification. Service also found the bending section cover (a-rubber) was discolored. The control unit, grip, and connecting tube were scratched. There was low angulation due to stretched angle wires. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the technician that was reprocessing the scope found the forceps elevator wire of the duodenovideoscope was completely cut off and the device was directly sent for repair. There was no patient or user harm reported due to the issue. During inspection and testing of the returned device, it was observed that the forceps elevator had foreign material, and several parts on the scope were dirty (right/left knob, up/down knob). This report is being submitted for the foreign material/dirt.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the forceps elevator, however, the specific material could not be identified. Additionally, the device was found dirty. Although the cause could not be specified, it is likely that reprocessing steps were not fully performed at the user facility due to the device nonconformities found during reprocessing (breakage of the forceps elevator wire). The following information was provided regarding the user's reprocessing method: the user inspects the device for abnormalities before use, it is unknown if the device was used on a patient with foreign material, the customer follows reprocessing steps per the instructions for use (IFU), and the customer does not posses a maj-1888. The following information from the instructions for use (IFU) pertains to this event. The reprocessing manual states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.